Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Test mixing pump installed in decon to cool. Replaced mixing pump. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy started early today, and the patient still has not reached target temperature. Targeted temperature (tt) was 33c, patient temperature (pt) was 36.3c, water temperature (wt) was 29.4c. Confirmed they were receiving alert 113 (reduced water temperature control). Chiller temperature (t4) was 4.1c, mixing pump command 100 percentage, pump hours were 4812.3 and system hours were 5149.2. Asked nurse to send device to biomed labeled with alert 113, not cooling.

Event description:
It was reported that the therapy started early today, and the patient still has not reached target temperature. Targeted temperature (tt) was 33c, patient temperature (pt) was 36.3c, water temperature (wt) was 29.4c. Confirmed they were receiving alert 113 (reduced water temperature control). Chiller temperature (t4) was 4.1c, mixing pump command 100 percentage, pump hours were 4812.3 and system hours were 5149.2. Asked nurse to send device to biomed labeled with alert 113, not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.